Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd facslyric¿ 3l12c instrument ceivd was spraying fluid. The following information was provided by the initial reporter: . Is the leak fluid or air? Was the leak contained within the instrument? Was the fluid actively spraying about outside the machine? Is leaked liquid type known? Biohazardous or non-biohazardous? Did the leaked liquid have bleach mixed in? Was anyone injured due to the leaked liquid? Fluid. No. Yes. Non-biohazardous, it¿s sheath. No. No."

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, serial #(B)(6). Problem statement: customer reported a complaint regarding a spray of fluid (ethanol, sheath, biohazard, waste) not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6)2021 to date (B)(6)2022. Complaint trend: there are 4 complaints related to the issue of a spray of fluid; date range from (B)(6)2021 to date (B)(6)2022. Manufacturing device history record (DHR) review: DHR part #663029 serial # (B)(6), file # (B)(6), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of carryover was due to a clogged tubing. The customer had initially reported a waste leakage from the sample injection port and an fse (field service engineer) was sent onsite for the repair. The fse was able to confirm the issue and clear the blockage. They then checked the performance, fluidics, optics, universal loader, and tested the instrument to confirm that it was functioning as expected. No parts were requested for evaluation as there were no replaced parts. Although there was a spray of fluid, the customer confirmed that the leakage was non-biohazardous (sheath) and thus did not pose a risk of contamination. Additionally, the leakage was not under enough pressure to significantly increase the risk of contact. While this instrument was being used for clinical diagnoses, no patients were affected by this event. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk is moderate, s3, and there was no impact on customer health or safety. Service max review: review of related work order #: (B)(4), case # 01554808 install date: (B)(6)2020 defective part number: n/a work order notes: subject / reported: sample injection port didn¿t work. Problem description: sample injection port didn¿t work. Work performed: sample waste line check, performance check, fluidics check, optics check, ul check, pqc all passed, the instrument is working normally. Cause: tubing was clogged. Solution: sample waste line check, pqc all passed, the instrument is working normally . Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 10000063058ra, rev. 06/vers. Z, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no. Azure ID: 89169. ID: libivd-ra-61 2.1.6. Reg status: ivd; ruo. Hazard: exposure to biological sample.. Cause: back drip from injection port (sit).. Harmful effects: harm to operator. (Exposure to stained sample). Risk control: sit design to capture back drips. Provide instruction for universal precautions. Req link (azure ID): 93132 libivd-did-262 sample preservation during pause. Implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-51ir. Effectiveness verification: lsvn-1008-dr, libivd-se-15-51ir. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient ¿yes ¿no. Root cause: based on the investigation results the root cause of the spray of fluid not contained within the instrument was due to a clogged tubing. Conclusion: based on the investigation results the root cause of the spray of fluid not contained within the instrument was due to a clogged tubing. The fse confirmed the issue and was able to clear the clog from the tubing. They then checked the sample waste line, performance, fluidics, optics, and ul and confirmed they were functional. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact on customer health or safety.

Event description:
It was reported that bd facslyric¿ 3l12c instrument ceivd was spraying fluid. The following information was provided by the initial reporter: "1. Is the leak fluid or air? 2. Was the leak contained within the instrument? 3. Was the fluid actively spraying about outside the machine? 4. Is leaked liquid type known? Biohazardous or non-biohazardous? 5. Did the leaked liquid have bleach mixed in? 6. Was anyone injured due to the leaked liquid? 1. Fluid. 2. No. 3. Yes. 4. Non-biohazardous, it¿s sheath. 5. No. 6. No."